Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl. The customer reported correcting their blood glucose, lowering it to 150 mg/dl. The customer's current blood glucose was 250 mg/dl. Troubleshooting was not completed for the insulin pump. Customer declined to return the insulin pump for analysis.